Manufacturer narrative:
As received, the device was at elective replacement indicator (eri). Analysis of device image indicated that eri was falsely triggered due to fluctuations in pacing needs. Analysis performed including electrical and mechanical testing of the device, revealed the battery level had reached normal eri. Total projected longevity is 6.63 years and the device was implanted for 6.82 years. Therefore, the device exceeded the projected longevity and is considered normal battery depletion.

Event description:
During a follow up, upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. Further information was requested but not received.